Event description:
As reported, 29mm sapien 3 implanted in the aortic position via transfemoral approach. The valve failed 5yrs 1m post implantation due to stenosis; the patient developed an elevated echo derived gradient consistent with transcatheter heart valve (thv) stenosis. There was no computerized tomography (CT) imaging performed, but they implanted a 29mm sapien 3 into the failed 29mm sapien 3. Upon completion of the procedure, patient remained hemodynamically stable and was discharged from the cardiac catheterization laboratory (ccl). Additional information received indicated that the baseline peak/mean gradient upon deployment was 81 mmhg and the current peak/mean gradient was 11 mmhg. Patient experienced shortness of breath, abdominal distention.

Manufacturer narrative:
Investigation is ongoing. Valve remains in patient.

Manufacturer narrative:
The valve was not returned; therefore a visual inspection, functional testing, dimensional testing or imaging evaluation was not performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review or a lot history was performed. Edwards has provided the guidelines or instructions to physicians in the IFU and training materials. The IFU for commander delivery system with s3 thv was reviewed. No IFU/training deficiencies were identified. As the complaint for post implantation stenosis was unable to be confirmed, a complaint history review was not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for post implantation stenosis was unable to be confirmed due to unavailability of medical record or returned device. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Due to insufficient information, a definitive root cause is unable to be determined at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.